Event description:
The intra-aortic balloon catheters, 2 of them (the mega balloon) kinked and unraveled while going through the arterial sheath during insertion. A 3rd larger balloon catheter was successful.